Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: (01) gtin is unavailable therefore, the full UDI is currently not available. The following information was requested but unavailable: were there any patient consequences? Please provide the source or name and title of external person providing answers to follow-up.

Event description:
It was reported that a patient underwent a procedure for a full term pregnancy on (B)(6) 2024 and suture was used. During the procedure, when the wound was sutured the suture pulled off the needle. The suture was immediately replaced for suturing. There were no adverse patient consequences. Additional information was requested.